Manufacturer narrative:
The insulin pump was received with a button error alarm due to a corroded keypad. There was no moisture damage under the lcd screen, the electronic assembly, or the motor. The unit had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip.

Event description:
The customer called in to report a failed battery test alarm, a button error alarm, and an unresponsive keypad. The customer stated that the insulin pump may have been exposed to moisture and that it may have been squeezed too tightly underneath a vest. The customer's blood glucose level was 105 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.